Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (the relay nbs plus system). The relay nbs plus system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus related event occurred in (B)(6). The event did not lead to patient death or injury."

Event description:
While deploying, with the selector in position 2, the inner sheath remained joint to the catheter. In poor wards, after advancing the stent graft in position 1, the first operator selects position 2 and starts pulling down the grey handle. At this point, instead of the regular behavior, the whole system (inner catheter, stent graft and inner sheath) starts retracting as if we were still in position 1 (I made myself very sure to be indeed on position 2). I suggested to go back to 1, move the grey handle to reposition, and then get back to position 2, but nothing changed - we were still unable to deploy. Eventually the stent graft was successfully deployed by maintaining the stainless steal rod steady while pulling down the grey handle. Step 3 had no problems as well as step 4. In the end the stent graft was perfectly positioned.